Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges hernia recurrence, adhesions, surgical intervention for mesh removal, medical treatment, discomfort and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. Review of the adverse reaction section of the IFU states that adhesions and hernia recurrence are possible complications. No medical records, autopsy, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the plaintiff received her device on (B)(6) 2006 to repair a ventral hernia. Following implantation of her unspecified bard/davol sepramesh ip composite mesh, plaintiff suffered a recurrence of her ventral hernia, adhesions, as well as other things. Plaintiff underwent a surgery on (B)(6) 2017 to have the bard sepramesh ip composite mesh completely removed. It is alleged that the hernia mesh devices injured plaintiff; as a direct and proximate result of the defectively designed hernia mesh devices, plaintiff have been injured and undergone medical treatment, and/or will likely undergo future medical treatment. They also sustained severe and permanent physical and mental pain, suffering and disability. Attorney also alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries, emotional distress, discomfort, physical impairment sustained by the plaintiff.¿ and also alleges that the device was defective.